Manufacturer narrative:
Conclusion: cardiac dysrhythmia-related conditions are known potential adverse events the instructions for use (IFU), and complete heart block is one of the most common cardiac dysrhythmias, and can be resolved with medical treatment or the implant of a permanent pacemaker. Complete heart block does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Event description:
Medtronic received information that this patient received a permanent pacemaker immediately post-implant of this bioprosthetic valve in the mitral position due to complete heart block.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.